Event description:
Case reported by our (B)(4) affiliate. A (B)(6) female was admitted to the local eye hospital for a period of 10 days after diagnosis of moderate corneal chemical burn os following insertion of 1-day trueye contact lens from a lot involved in field safety corrective action (fsca). Material, narafilcon a is not marketed in the u.s. Report states pt inserted lenses (B)(6) 2010 and immediately felt burning pain os. She removed the lens then contacted physician. Exam revealed va os 0.01 (20/200) corrected. Lids hyperemic, conjunctival and limbal redness, corneal edema and central erosion, 4 mm. Pt was admitted to the state ophthalmological hospital and treated with "tobrop" 0.3% drops tid, "autoblood" drops q1h on day one, "gel corneregeli" tid, "taufoni" 4% tid, "sol. Cyclomedi" 1% bid. The then received subconjunctival injection of "autoblood 0.5 ml + heparin 0.1 ml + sol ascorbic acid 0.3 ml. Im injections included cefaboli 1.0 ml bid, sol vit. B6 5% 1.0 ml, ascorbic acid 5% 2.0 ml. Outcome: cornea reported transparent, normal condition. She is reportedly fully recovered. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. The lot history review for lot 4922510102 showed that the lot was manufactured under normal conditions and met all release criteria. Subsequent to the release of this lot, it was discovered that an isolated issue in one portion of the lens rinsing process impacted some product from the manufacturing line which produced this lot. At the time of product release, all documentation showed that the lot in question met all release criteria. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.